Event description:
Philips received a complaint on the intellivue x3 indicating that an error message was displayed indicating there was a loudspeaker fault. There was no alarm or sound coming out of the device. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The remote service engineer confirmed with the biomedical engineer that there was no sound coming from the device at all. The speaker was deemed to be faulty. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker assembly to resolve the issue.